Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Xrays were returned and evaluated to determine the cause of the event. Device was not returned to MFR for eval. Unable to determine the cause of the event.

Event description:
Date of implant: 2006. It was reported that a pt underwent a posterolateral spinal fusion at l4-s1 utilizing posterior instrumentation, local autograft, and allograft. At an unknown time post-op, pt developed mrsa spinal infection which required the use of antibiotics and irrigation and debridement. Additionally, pt sustained a "fall in her house but caught herself". Xrays reveal failure of her s1 pedicle screw. A reviesion surgery has not been schedule at ths time. Physician is continually monitoring the pt.